Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray images and photographs on (B)(4)confirms the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unable to locate a part number to capture the +9 liner implanted on (B)(6) 1992. Ip will be left as an unknown liner. Part number 125114000 is unrecognizable.

Event description:
"The literature article entitled, ""factors contributing to rapid wear and osteolysis in hips with modular acetabular bearings made of hylamer"" written by david l. Scott, md, dvm, phd, pat a. Campbell, phd, christian d. Mcclung, mphil, and thomas p. Schmalzried, md published by the journal of arthroplasty volume 15 no. 1 2000 was reviewed. The article's purpose is to analyze radiographs, components and periarticular tissue retrieved at revision surgery to identify the factors associated with rapid wear and retro acetabular osteolysis with a modular acetabular liner made of hylamer. Data is compiled from 12 patients that are described in tables and narrative descriptions with associated adverse events. Each patient had depuy product implants and are individually captured in linked complaints. Osteolysis is attributed to poly liner wear. Also noted that article reports metal particles (debris) were found embedded in the liner which denotes head wear. Also noted that the article provides lot numbers for the poly liners." This complaint captures case 11 a (B)(6) male with l hip implants of s-rom femoral component and duraloc 1200 acetabular component 54 mm, cocr head 28 mm, 9 mm liner thickness from lot #727640 initially implanted (B)(6) 1992 and revised (B)(6) 1996 for poly wear and osteolysis. Femoral fixation was stable and acetabulum fixation was stable. Lysis found in zone ii of acetabulum.